Event description:
The following was reported: ¿after admission, the patient remained on ventilation support with tracheal intubation under CPAP mode, oxygen concentration of 30%, ps 12, and peep 5. At 13:00, the screen went black and automatically restarted, followed by a blender malfunction alarm. After restart, the alarm persisted, and normal ventilation could not be verified. When the screen went black, the ventilator was promptly disconnected, and ventilation was supported using a bag valve mask (bvm). The patient's oxygen saturation remained between 91% and 99%. Subsequently, the ventilator was replaced by another one, and mechanical ventilation was initiated. At the time, the ventilator continuously alarmed for blender malfunction after power-on and could not be used, so it was replaced by another ventilator. The unique device identifier (UDI) of the affected product could not be determined due to the missing serial number of the device.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into on-site examination of the device and no further information was available at this time. The user reported that the device alarmed for a blender malfunction during and after the event. While an alarm message with this wording does not exist, it could refer to a malfunction concerning the gas mixer cartridge for oxygen or medical air. Due to lack of log file information and further repair information, it cannot be confirmed if this is the root cause for the event. The device reacted as specified for a malfunction regarding the gas mixer cartridge by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark, an audible alarm is generated, and an emergency-breathing valve opens to allow for spontaneous breathing. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. In the event of an unsuccessful warm start a continuous audible alarm would be activated, and the emergency-breathing valve would remain open. Manual ventilation with an alternate device may be considered necessary. Dräger finally concludes that the device responded as designed upon a specific error condition. The evita 4 is no longer sold since 2014, and the age and service status of this device is unknown. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.